Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2400 ohms. It was noted that the pace impedance has been gradually increasing in the last year or two. Since there is no problem with the shock impedance, sensing or pacing threshold, it is believed that a lead failure is unlikely at present. It was noted that a possible reason for a gradual impedance increase includes calcification at the lead tip. The patient will continue to be monitored. The lead remains in-service. There were no adverse patient effects.